Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI(B)(4). The investigation is underway.

Event description:
As reported by an edwards field clinical specialist via (B)(4), after successful implantation of a 26mm sapien 3 valve in the aortic position via subclavian approach, withdrawal difficulties of the commander delivery system occurred. Fluoro revealed that the radiopaque marker was folded back inside the esheath. Sheath delamination was observed and the radiopaque marker was in the sheath when it was removed. There was no patient injury. Per hospital policy the sheath was discarded and is not available to be returned for evaluation. No images of the esheath damage were taken and the hospital did not save any of the fluoro images.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no applicable imagery was provided for review. A device history review (DHR) was performed and the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed. The work orders revealed no issues that would have contributed to the complaint event. A lot history review of was performed and revealed no other complaint relating to ¿sheath distal tip- liner delamination.¿ a review of the complaint history from january 2018 to december 2018 revealed other returned complaints for ¿sheath distal tip- liner delamination¿ for esheath (all models and sizes). Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category ¿liner delamination¿. Based on the review of the instructions for use (IFU) and training manual, no deficiencies were identified. During manufacturing, the sheath shaft components and the esheath final assemblies were 100% visually inspected. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order was only released after all units passed pv testing. The inspections and tests during manufacturing support that it is unlikely a manufacturing non-conformance contributed to the reported complaint.   The complaint ¿sheath distal tip- liner delamination¿ was unable to be confirmed as no photographs or the device were provided. Due to the unavailability of the device, functional testing and dimensional analysis were unable to be performed. However, a review of the DHR, lot history, complaint history and manufacturing mitigations did not reveal any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manual revealed no deficiencies. Past complaints have suggested that sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system through the sheath. During retrieval of the delivery system, non-axial alignment of the delivery system can cause it to become caught on the sheath distal tip. The balloon can also become caught on the sheath distal tip if it is not deflated properly. If the delivery system becomes caught, it will often require extra pull force in order for it to be removed. The extra force applied to the delivery system in this position can then cause damage to the sheath distal tip causing delamination of the liner. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (removal of a not fully deflated balloon) contributed to the reported events. No evidence of a product non-conformance or IFU deficiency was identified. As such, no fmea assessment is required. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified during evaluation, no preventative or corrective actions are required. Since no product non-conformance was identified and the occurrence rate did not exceed the complaint control limits, a product risk assessment escalation is not required.   The complaint for ¿sheath distal tip- linear delamination¿ was unable to be confirmed. No labeling inadequacies and no manufacturing non-conformances were identified. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (non-coaxial device retrieval or removal of a partially deflated balloon) contributed to the reported events. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.